Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide additional description regarding the breakage of the bipolar electrode: where did the electrode break? Did the electrode not activate? Please describe. Only one side of the electrode loop detached. No one piece fell inside the patient. The health professional told that the myoma was calcified (so very hard) also stated that some tractions occurred without activating the electrode.

Event description:
It was reported that the patient underwent a hysteroscopic bipolar surgical procedure to remove g2 myoma on (B)(6) 2016 and the electrosurgical device was used. During the procedure, the breakage of the bipolar electrode occurred, only one side of electrode loop detached. The operation was completed by replacing the electrode with a new bipolar loop electrode. There was no one piece fell inside the patient. The health professional opined that the myoma was calcified/very hard. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 10/03/2016. It was reported that the patient underwent a hysteroscopic bipolar surgical procedure to remove g2 myoma on (B)(6) 2016 and the electrosurgical device was used. During the procedure, the breakage of the bipolar electrode occurred, only one side of electrode loop detached. The operation was completed by replacing the electrode with a new bipolar loop electrode. No piece fell down in the uterine cavity. The health professional opined that the myoma was calcified/very hard. There were no adverse patient consequences reported.

Manufacturer narrative:
The active tip of the device shows signs of activation and there is a section of the active loop missing. The fracture faces of both active and return sides of the loop indicate signs of a brittle fracture. The likely root cause of the complaint is activation of the electrode tip inside the beak.